Event description:
It was reported that the insulin pump alarmed motor error and insulin was noticeable inside the reservoir compartment. It was noted that the customer's blood glucose readings were over 600 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional tests and no motor error alarm was noted. However, a corroded motor home switch was noted. No moisture damage was noted on the electronic assembly or reservoir tube. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.